Event description:
Pt revised for everted patella.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the reported mfg lot number. The investigation could not verify or draw any conclusions about the root cause of the reported event; however, the provided info stated the device was everted suggesting product error was not a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.